Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl, vomiting, and customer was unable to walk. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, saline, and magnesium. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Additionally, it was reported that multiple empty cartridge alarms occurred. No additional information was available regarding the empty cartridge alarms. Reportedly, the customer continued to use the pump for insulin therapy.